Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the cause of the shocking was not yet determined and no further actions/interventions had been taken to resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the shocking and pain at the battery/lead connection was due to the depth and migration of the ins. It was noted that on (B)(6) 2017, (B)(6) 2018, and (B)(6) 2018, the patient was reprogrammed, and had appointments with the healthcare provider. The patient¿s issues have not been resolved at this time. No further actions or interventions have been taken. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that where the battery and leads connect, there was pain in the area. The patient stated that when they attempted to sync they felt ¿too much electrical shock,¿ and it hurt so they haven¿t done anything further. It was indicated that there were no traumas/falls related to the report issue. The patient was redirected to follow-up with the healthcare provider (hcp) to address the reported issues. The patient stated that the earliest they could get in with their hcp was in (B)(6). It was reviewed that the physician listing could be sent to them, but the patient declined and stated that they would contact the hcp office again to see about meeting with the doctor instead of a nurse practitioner. It was reported that the pain and shocking sensation/hurting began about two weeks ago in 2017. No further complications were reported/anticipated.